Event description:
It was reported that during a stenting treatment procedure, stent damage was suspected. The proximal right coronary artery (rca) was heavily calcified and ablation was performed. The physician implanted a promus element 4.0x16 in the prox rca through a non bsc 8f guide catheter. The physician then proceeded to place additional non bsc stents further distally. During placement of the additional stents the guide catheter kept getting deep seated through the promus element stent. The physician suspected there was stent damage and therefore a non bsc balloon was used to post dilate all of the implanted stents. There were no further patient complications reported, patient status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).